Event description:
It was reported that the pump shut off unexpectedly and the pump screen would not turn back on, with neither the red led flashing nor the pump beeping or vibrating. Blood glucose levels remained between 54-500mg/dl, with no adverse impact to the customer's levels reported. Technical support guided the customer through steps to troubleshoot the issue and ultimately decided to replace the pump. Reportedly, the customer reverted to manual daily injections (mdi) for insulin therapy.